Manufacturer narrative:
Per the clinic, the device was explanted due to lack of progress and reported "buzzing" sound with device use. This report is filed november 24, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. The reason for explantation is unknown. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).